Event description:
The event occurred on an unspecified date and involved a clave¿ neutral connector that reportedly did not allow for a saline push through the tubing with a saline syringe. The issue happened during patient use/attempt for administration of an unspecified medication. There was no report of any human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Device returned on 6/26/2025. Investigation summary. Received one (1) used list# unknown, sodium chloride 0.9%10ml syringe; lot# 5064741. One (1) used list# b3300, clave¿ neutral connector; lot# unknown. One (1) used list# unknown, ext set; lot# unknown. A crack was observed on the female luer. The reported complaint of not pulling fluid could not be confirmed. The returned b3300 was tested and met product specifications. A crack was observed on the unknown extension set. The probable cause for the crack cannot be determined due to not being an ICU medical product. A device history record review could not be conducted because no lot number(s) was/were identified.